Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 23-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. While on support, the pump triggered a placement signal not reliable alarm. Upon inspection of the device, it was noted that the catheter had kinked proximal to the red impella plug to the point and that the fiber optic light was visible. The kink was stabilized by applying tape and the staff was advised to verify the positioning on the pump. There was no patient harm.

Manufacturer narrative:
The investigation into the optical signal issue has been completed since the initial report was submitted. The product was not returned for investigation. The cause of the optical signal issue was most likely damaged optical fiber line per clinical and data log review.